Event description:
User experiencing erratic calcium results since 2008. Only the following examples were provided which occurred the following month, or after, as documented here: patient 2: initial result gave 7.7 mg/dl; repeat gave 8.5 mg/dl. No adverse event reported in associated with the incorrect results. The field service representative was unable to determine a root cause for the discrepant results. Performance tests were performed and within specification.

Event description:
User experiencing erratic calcium results since 2008. Only the following examples were provided which occurred the following month, or after, as documented here: patient 3: initial result gave 8.5 mg/dl; repeated twice giving 9.9 and 9.1 mg/dl. No adverse event reported in associated with the incorrect results. The field service representative was unable to determine a root cause for the discrepant results. Performance tests were performed and within specification.

Event description:
User experiencing erratic calcium results since 2008. Only the following examples were provided which occurred the following month, or after, as documented here: patient 1: initial result gave 7.3 mg/dl; sample repeated next day giving 5.8 mg/dl. Same sample repeated four additional times two days later, giving 8.5, 6.3, 5.7 and 5.8 mg/dl. No adverse event reported in associated with the incorrect results. The field service representative was unable to determine a root cause for the discrepant results. Performance tests were performed and within specification.